Event description:
Upon first incision during a pacemake generator change out procedure, with use of the plasmablade, the patient¿s zypher pacemaker from st. Jude, stopped pacing. The patient went into cardiac arrest and the staff had to do chest compressions to bring the patient back into rhythm. There were no external pacing sources in place at the time since this was on first incision. The case was completed using an alternative medical device. Patient demographic information not available per the hospital.

Manufacturer narrative:
Product event # (B)(4) eval code method: facility disposed of device. Device is not available for return and inspection. Eval code results: facility disposed of device. Device is not available for return and inspection. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.